Manufacturer narrative:
H.6. Investigation summary: DHR: the non-conformances were reviewed for this batch and there was no record of non-conformance associated with this batch for this defect. One physical sample was returned for this complaint. The sample received as part of this complaint does not confirm plunger movement difficulty. Unused or additional samples from this lot would be required from the customer to confirm this issue. Conclusion(s): due to only one physical sample returned with a total volume remaining of approx. 2ml bd cannot confirm plunger movement difficulty on this lot for this issue.

Event description:
It was reported there were 15 occurrences of the plunger being difficult to push with 10 ml bd posiflush¿ normal saline syringe during saline IV flush.

Manufacturer narrative:
Date of event: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported there were 15 occurrences of the plunger being difficult to push with 10 ml bd posiflush¿ normal saline syringe during saline IV flush.

Manufacturer narrative:
The following fields have been updated with additional information: date of event: (B)(6) 2019.

Event description:
It was reported there were 15 occurrences of the plunger being difficult to push with 10 ml bd posiflush¿ normal saline syringe during saline IV flush.